Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was noted during the index procedure the distal landing zone was 20mm and the procedure was completed preserving the intercostal artery. It was reported at the one year follow up CT on an unknown date, a type ib endoleak was detected. Per the physician, the cause of the event is due to patient anatomy and commented that it is possible that the stent graft was lifted proximally due to the decrease of the aneurysm diameter and migration occurred from the initial implantation position. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received: intervention was completed where a non mdt device was implanted and the type ib endoleak was confirmed as resolved. If information is provided in the future, a supplemental report will be issued.